Event description:
It was reported by customer's attorney that the reservoir leaked. The letter stated that the customer suffered complications secondary to hyperglycemia, including diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #: 3004209178-2013-98851.